Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. Upon interrogation post-procedure, it was noted that the right ventricular lead exhibited high capture threshold and high defibrillation impedance. During the procedure, it was noted that the rv lead lacked sufficient slack. The rv lead was repositioned (B)(6) 2021 and the patient experienced no consequences.